Event description:
This ra lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services (B)(6) 2018, stating that minute ventilation signal was oversensed on this lead and impedances. Over the last year have been in the 500s with numerous excursions in the 1300-1400 ohms. And noise was noted, on this lead. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).